Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with a pump reset, and after completing this process, the caller successfully started their sensor session without further issues.